Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet screen was cracked and no longer responsive to touch. The cause and timing of the damage were unknown. The user was unable to operate the device and was advised to use backup therapy. A replacement was arranged. No injuries or blood glucose impact were reported.